Event description:
It was reported that a solution administration set leaked medication fluid between the drip chamber and tube. This event was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample and (2) retention samples were evaluated. A visual inspection of the photograph was performed, however, the reported condition could not be identified. Two retention samples were taken for analysis (one from the start of the batch and one from the end of the batch). A visual inspection with the naked eye was performed with no issues observed. Additionally, all junctions underwent a push-pull test, an underwater leak test, and an air passage test with no leaks or blockages found. Both samples were submitted to a traction test with satisfactory results. The reported condition was not verified in the photograph or by analysis of the two retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.